Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). The implant was returned without the packaging for evaluation. Visual inspection did not find any issues with the product. Review of the device history records did not find any deviations or anomalies related to packaging of the reported lot. Device history record shows that the proper packaging procedure was followed. This device is used for treatment. Complaint history search did not reveal any similar complaints against the related part and lot combinations. The reported issue cannot be confirmed at this point.

Event description:
It is reported that there was a hole in the box discovered at the surgery.